Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the lens was torn during insertion. The lens was removed without any pt incident.

Manufacturer narrative:
Results: visual inspection of the returned product showed that the optic was torn and a haptic had been torn off and was missing. There was evidence of both a reddish and a clear surgical residue. Conclusion: (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.